Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician, not applicable. Jude medical crmd reliability laboratory. No complaint recieved with return of device. Failure (event) observed during analysis. Found an anomalous hv lead impedance measurement during testing. An open connection on the hybrid subassembly resulted from a transformer component anomaly.